Event description:
The suture was used during a laparoscopic cholecystectomy. Reportedly, the needle broke and disengaged into the patient's cavity. The surgeon was able to retrieve the component and applied another suture to complete the procedure. The hospital has reported no patient injury occurred.